Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy the console caused contractions in the patient's shoulder. It happened four times in a row and with four probes of differing lot number all on power level 3.

Event description:
It was reported that during a shoulder arthroscopy the console caused contractions in the patient's shoulder. It happened four times in a row and with four probes of differing lot number all on power level 3.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed that the warranty seal was intact. No physical damages were observed. The power board was also inspected for any burnt/damaged components; none were seen. A radio frequency (rf) probe, handpiece, and footswitch were connected to the console and functional tests were performed. The error log file was reviewed which had no critical errors present. The motor control board was measured at 40v. The console passed rf power output test, high potential voltage, and biotek safety analyzer test.. The flex cables were verified that they are properly seated. The probable root causes are user error, power board, motor control board, or rf probe. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.